Event description:
New information received notes that no inappropriate therapy was delivered as it was stopped. The device exhibited incorrect interpreted signal and resulted in a charging malfunction. Programming changes were recommended. The patient was stable.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) delivered inappropriate shock/ therapy. No intervention was performed, and the patient's status was unknown.